Event description:
A customer reported via email a reading issue with the adc device. The customer reported that the sensor was giving lower "stable" [blood glucose] results when customer was hyperglycemic. The customer provided sensor reading photos from the 2 days leading up to hospital treatment, showing sensor readings ranging from 6.4 mmol/l at the lowest to 15.3 mmol/l at the highest with several sensor readings 11-12 mmol/l. The customer had symptom of vomiting and called an ambulance. A healthcare meter result of 27.4 mmol/l was obtained on arrived to hospital, reported to be against sensor reading of 7.3 mmol/l. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. The customer was hospitalized for 1 day with diagnosis of diabetic ketoacidosis. The customer was treated with IV fluids and insulin, and discharged with prescription of rapid and long-acting insulin, and follow up with diabetes nurse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in device manufacture date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via email a reading issue with the adc device. The customer reported that the sensor was giving lower "stable" [blood glucose] results when customer was hyperglycemic. The customer provided sensor reading photos from the 2 days leading up to hospital treatment, showing sensor readings ranging from 6.4 mmol/l at the lowest to 15.3 mmol/l at the highest with several sensor readings 11-12 mmol/l. The customer had symptom of vomiting and called an ambulance. A healthcare meter result of 27.4 mmol/l was obtained on arrived to hospital, reported to be against sensor reading of 7.3 mmol/l. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. The customer was hospitalized for 1 day with diagnosis of diabetic ketoacidosis. The customer was treated with IV fluids and insulin, and discharged with prescription of rapid and long-acting insulin, and follow up with diabetes nurse. There was no report of death or permanent injury associated with this event.